Event description:
During the device evaluation, it was identified that the videoscope displayed a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it was found the noise is occurring in the image due to wear and damage on the electrical contacts of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.